Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-13472. It was reported that the patient's leads migrated. This was confirmed via x-ray. The patient underwent surgical intervention wherein one lead was re-positioned and the other lead was replaced, resolving the issue. It is unknown which lead was replaced and which was re positioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.